Manufacturer narrative:
One swan-ganz catheter and one introflex hemostasis-type introducer was received. An edwards contamination shield was unopened and located on the catheter at the 100 cm marker. The catheter tip appeared damaged. Visual inspection of the catheter found the tip to be twisted with collapsed lumens. This condition appeared to be due to the catheter tip tying itself into a knot. The thermistor wire was also rippled inside the catheter lumen. The thermal filament cover was torn at the distal end of the thermal filament and was pulled proximally over the thermal filament over a 4 cm area. The catheter tube was stretched 2 cm over the first 10 cm of the catheter length. This type of damage is common when the catheter body has been stretched. The introducer sheath had accordioned over the entire length of the sheath. Continuity testing was performed and the thermistor was found to have a full open condition. The thermal filament was found to be continuous. Further testing found the optic system to be non functional (both fibers open). All thru-lumens were patent and did not leak. A cut down of the catheter was performed 2 cm proximal of the 10 cm marker to expose the thermistor wires and optic fibers. Both thermistor lead wires and the optic fibers were removed from the catheter and found to have broken. The thermistor wires were broken 2.4 cm distal of the 10 cm marker and the optic fibers were found broken 2.3 cm proximal of the catheter tip. Both systems are broken in the twisted area of the catheter tip area. A review of the manufacturing records indicated that the product met specifications upon release. Although the complaint was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. Review of the available information indicates that procedural factors appear to have contributed to the event. No actions will be taken at this time.

Event description:
The report from (B)(6) indicated that the catheter was "wrinkly" and it tangled inside the introducer inside the patient but there were no complications. The catheter was removed from the patient and presented "memory". Further follow up indicated that the catheter was difficult to withdraw due to the catheter "warping". The catheter did not form a knot, it had a "memory" and was bent. The catheter was removed through the introducer in one piece. It was not possible to determine if the patient had unusual anatomy. The customer did not report that the catheter was hard to place. The catheter is expected to be returned for evaluation but has not yet been received.